Event description:
Additional information received from the health care reported that the cause of the event was that the patient was not getting stimulation down to his feet. The patient had pain from his hips to his feet. The problem was attributed to the lead. There was no patient hospitalization. No further information was provided.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The stimulation did not reach all the way down to the patient's feet like if first did after his implantable neurostimulator was implanted. The patient only felt stimulation down to his knees, sometimes his ankles. The changes in stimulation occurred about three weeks ago when the patient began physical therapy (pt) sessions twice a week; the patient was unsure if the pt caused any change. The patient also felt a "zap" when laying down working on a car. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID: 37754, serial#: (B)(4). Product type: recharger: product ID: 37744, serial#: (B)(4). Product type: programmer, patient. (B)(4).